Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/14/2015-device evaluation: the pump has been returned and evaluated by product analysis on 06/25/2015 with the following findings: during testing, the pump emitted a cs 069 call service alarm with an attempted rewind step. The call service alarm was recorded in the black box data as a cs 087 call service alarm, indicating a language file corruption. The language file corruption is due to a failed u39 component on the printed circuit board. The pump case was removed, and no internal damage was found. Unrelated to the complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).